Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft was fractured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was advanced to the lesion and difficulty in crossing was felt. When pushed forcibly, the proximal shaft got separated. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the shaft was fractured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was advanced to the lesion and difficulty in crossing was felt. When pushed forcibly, the proximal shaft got separated. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 22 cm distally from the strain relief.